Event description:
It was reported that there was noise and a ventricular tachycardia episode on the ventricular electrogram. There was also noise and oversensing on the atrial electrogram. Both leads were reprogrammed and are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. (B)(4) performance data collected from the device was analyzed and revealed interference/noise.